Manufacturer narrative:
The patient's tooth was repaired and a new damon clear bracket was placed. The patient is doing fine. The doctor stated that the bracket was placed in the middle of the tooth and an etm bracket removal plier, and not a damon clear debonding instrument as recommended in the damon clear debonding protocol, was used to debond the bracket. It can therefore be concluded that user error contributed to this incident. No product was returned for evaluation and no part number or lot number were provided therefore no further investigation can take place.

Event description:
On (B)(6), 2011, a doctor reported to ormco corporation that a patient experienced enamel loss upon debonding a damon clear bracket.